Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, multiple noise reversion episodes were observed on the ventricular channel. Provocation testing was completed and the noise was not reproduced. The ventricular sensitivity was reprogrammed with no resolution. Lead replacement is anticipated. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The lead was capped and replaced. The patient was stable following the procedure.